Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information from failure analysis indicated the conductor wire being broken at the proximal end of the main tube is likely due to the wire getting pinched between the main tube and output roll gear, which, over time, caused the wire to break as the instrument was articulated. The instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. The additional information can be found in the following sections: h10/h11.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument failed the electrical continuity test, which explained why the instrument failed during energy activation. Upon further failure analysis, the instrument was found with a broken conductor wire at the proximal end of the instrument after the housing was removed. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument would not coagulate. The procedure was completed with no reported injury.